Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower station drawers were offline due to an electrical outage. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A field service engineer (fse) found that no drawers were detected in the software. The fse powered off the tower, rebooted the personal computer (pc), and reset the universal serial bus (usb) cable, which temporarily restored drawer visibility. After replacing the usb cable, the issue was resolved. The customer was able to log in, and no further error messages appeared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower station drawers were offline due to an electrical outage. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.